Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: 20103031. It was reported that the tubing came apart at or below the drip chamber when the IV solution bag was spiked to prime. Verbatim: complaint of the tubing coming apart at or below the drip chamber, when nurses are spiking IV solution bag, to prime. This would cause the nurse to obtain a new primary set, remove the spike of the defective set, and continue in the effort of priming with a new primary set, so is time consuming, uses more IV solution than should be necessary. Now, we have had more than one lot affected, so is getting more difficult to find a replacement set to deliver IV solution for our patients.

Manufacturer narrative:
H6: investigation summary. A sample was received and investigated by our quality team. The customer's complaint of separation was immediately noticed and the complaint is verified. A microscope was used for further visual analyses and there was clear lack of solvent. This is the root cause of the separation failure. A trend for the separation issue has been identified for this product line. We have funded a project to examine how to further increase the robustness of the 2420-0500 device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber assembly are in the process of being implemented. This failure falls under the CAPA 1244466. A device history record review for model 2420-0500 lot number 20103031 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: 20103031 it was reported that the tubing came apart at or below the drip chamber when the IV solution bag was spiked to prime. Verbatim: complaint of the tubing coming apart at or below the drip chamber, when nurses are spiking IV solution bag, to prime. This would cause the nurse to obtain a new primary set, remove the spike of the defective set, and continue in the effort of priming with a new primary set, so is time consuming, uses more IV solution than should be necessary. Now, we have had more than one lot affected, so is getting more difficult to find a replacement set to deliver IV solution for our patients.